Event description:
During a sigmoidectomy procedure, the staples at the opposite side of firing knob were unshaped. Staples at the tip were also unshaped. The anvil and cartridge were not quite bite. Add'l suturing was performed. There were no adverse consequences to the pt.